Event description:
Hold for rh 1.25 the initial reporter complained of discrepant results for 1 patient sample tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial result was 155 mmol/l. The repeat from the same c501 module was > 2000 mmol/l with a data flag. The sample was repeated on a different c501 module with a result of 113 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number was provided as 9999. The expiration date was not provided.

Manufacturer narrative:
The customer did not provide any additional information for the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.